Event description:
The customer reported multiple symptoms with the device including a device error message, an x on the display instead of charging for the battery and power pca entries in the status log. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported multiple symptoms with the device including a device error message, an x on the display instead of charging for the battery and power pca entries in the status log. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.